Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior and posterolateral lumbar fusion at l3-4 using rhbmp-2/acs inside of an interbody cage. Following the surgery, the patient developed recurrent back pain. The patient underwent additional imaging. A CT scan dated (B)(6) 2012 demonstrated that the patient had developed subsidence and ectopic bone growth of the left neuroforamen. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.